Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the distal tip of the connector at the raised circumferential ring around the peritoneal dialysis catheter is splitting. The patient was admitted to the hospital where the catheter was cut, and a new adaptor was fitted. Eventually, the peritoneal dialysis catheter was surgically replaced for this patient.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be reviewed since the lot number was not provided.